Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a diabetic consumer wasn't feeling well and went to a hospital to be evaluated. His labs were drawn and it was discovered that his blood sugar was high. The consumer was using a bd pen needle 31g x 5mm for his insulin injections. The hospital staffed checked his injecting technique and discovered that some needles weren't allowing the insulin through the needle. The patient was hospitalized for a few days then was discharged. The consumer was reported to be "fine" upon discharge.

Manufacturer narrative:
Results: (19) sealed samples and (1) opened sample were returned for evaluation. Clog testing was carried out in all samples and no issues were observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5105149. Conclusion: an absolute root cause for this incident cannot be determined as bd was unable to duplicate of confirm the customer's indicated failure mode.